Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered low water pressure due to clogged water filters, which were preventing the wash port from adequately washing the sample probe. The fse also discovered that the sample probe height required adjustment and that the cuvettes were overdue to be replaced. The water filters were cleaned and the water pressure was adjusted, the sample probe height was readjusted, and the cuvettes were replaced. The fse calibrated the instrument and ran quality controls, which were within range. A precision test on twenty patient samples was done, and the results came back with good precision. The cause of the discordant, falsely elevated magnesium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated magnesium results were obtained on three patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The three samples were rerun on the same instrument, two were also rerun on an alternate instrument, and the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated magnesium results.